Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with heavy calcification. The 1.2 x 12 mm mini trek balloon was advanced, but could not cross to the lesion. During removal, resistance was met with the guiding catheter and the proximal shaft of the mini trek separated. It was noted that the balloon was prepared per the instructions for use. A new balloon was used for dilatation successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.